Event description:
Device malfunction: cuff miss/foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, when removing the plunger from the device a "snap" noise was heard. The sutures were "free and not attached to the artery". After removal of the device, part of the foot was missing. Hemostasis was achieved using manual compression. There were no other reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.